Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100357271. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate and the pump would stay flat. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant the physician identified a hole in the reservoir tubing and fluid leakage. The new device was tested and was fully functional. The patient fully recovered, and there was no additional information was provided.